Event description:
During routine maintenance testing. Ohmeda service representative noted the extension rods would not activate, allowing two vaporizers to be turned on at once. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested and found that the plunger was broken off of the bell crank assembly. The cause could not be determined. This is the first MDR involving a tec 6 wherein the cause was due to a broken plunger from the bell crank assembly out of an installed base of 40,000 units. The user is to ensure that, when the vaporizer dial is turned on, the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 nad variant operation and maintenance manual.